Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the head had fractured from the shaft. The seam along the shaft has twisted and there are indentations in the black silicon of the shaft. The device was sent to sem. Results: fracture surface analysis of flexible silicone drill driver sample conducted by keyence optical microscope and (B)(6) showed that the wires fractured due to sheared ductile overload. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Event description:
It was reported that while drilling with the g7 flexible drill bit the drill bit quick connect head, broke off from the rest of the drill bit. Equipment was unusable after that but patient and rest of the case was not affected. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.